Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 16-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 305, 261, 301, 300 and 254 mg/dl. Customer states that he is getting high results when comparing the meter to another device. The customer¿s expected blood glucose test result ranges are 90-120 mg/dl fasting am and 160 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/21/2025 and open vial date is 3 days ago. The meter memory was reviewed for previous test result history (date/time not set): result 1: 305 mg/dl date: on (B)(6) 2024 , time: 6:00am fasting am . Result 2: 261 mg/dl date: on (B)(6) 2024, time: unable to see the time fasting . Result 3: 301 mg/dl date: on (B)(6) 2024 , time: unable to see the time fasting . Result 4: 300 mg/dl date: on (B)(6) 2024, time: unable to see the time fasting . Result 5: 254 mg/dl date: on (B)(6) 2024, time: unable to see the time fasting.